Event description:
The affiliate had a customer who reported that the chemical indicators on the tyvek pouches did not change color from red to yellow after a complete cycle on the sterrad 100s. The asp field service engineer (fse) found that the machine had a problem to index the peroxide hydrogen cassette, and the injection was made on an empty cell, but the machine was finishing the cycles and displaying that the process was completed. The customer reported that the loads were not used. There were no reports of physical complaints. The fse further evaluated the machine.

Manufacturer narrative:
Unit completed on an empty cassette cell, not labeled. Capital equipment, evaluated at customer site. The fse made a test of injection by performing an empty chamber cycle using a used cassette and the machine completed the cycle with pressures of 12 to 12.5 torr approximately. The injector pump adjustment and the injector valve replacement was made on the machine, and another test of injection on an empty cell, and now the machine did cancel with over pressure in injection what is totally normal. After this procedure, there has not been another problem reported and the machine is working ok. H6: results code: other: injector pump adjustment and the injector valve replacement. Conclusion code: other: a CAPA has been issued for a design change proposed to actively sense the injection of h202.